Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned with all components were in pre-deployed position and there was no dried blood observed on the device, suggesting the device had not been inserted into the anatomy. Therefore, the reported information that the device was used but unable to pull out the handle to deploy needles could not be confirmed and a probable cause could not be identified. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that placement of the prostar xl sutures were attempted in a moderately tortuous left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 10fr and during the aaa procedure the sheath was upsized to a 14fr sheath. Reportedly, during use it was not possible to pull the handle. A second prostar device was used for successful suture placement. The arteriotomy was upsized to 14f. The aaa procedure was completed and hemostasis was achieved with the sutures of the second prostar device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be in-training in the use of the prostar xl device. No additional information was provided.